Manufacturer narrative:
The original report indicated that the lead was explanted on (B)(6) 2020. This lead was actually capped on (B)(6) 2020. Should additional information become available, this file will be updated. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Rv lead failure alert was received on 3/3/2020, showing loss of capture in bipolar mode and capture in unipolar mode. Lead was explanted on (B)(6) 2020. Upon explant, lead appeared damaged between tip and ring. No adverse patient events were reported. Should additional information be received, this file will be updated.